Manufacturer narrative:
Additional information was provided in section b5 describe event or problem, and section h6 patient codes. Correction to h6 device codes, removed a2304 off-label use. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation and spasm. During a pulsed field ablation (pfa) procedure, cavotricuspid isthmus was performed, but a spasm and st elevation were observed. Air had appeared when st segment elevation started to decrease or during the timing of the catheter replacement. Coronary angiography (cag) and other responses were performed, and st segment elevation became stable thereafter. The procedure was completed. The sheath is not expected to return as it was disposed. It was further reported clarification was provided, during the insertion process while exchanging the mapping catheter, air was detected in the left atrium. In addition to performing a coronary angiography (cag), a flush was administered. The patient has since recovered.

Manufacturer narrative:
Correction to section h6 patient codes, code e0516 was removed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation and spasm. During a pulsed field ablation (pfa) procedure, cavotricuspid isthmus was performed, but a spasm and st elevation were observed. Air had appeared when st segment elevation started to decrease or during the timing of the catheter replacement. Coronary angiography (cag) and other responses were performed, and st segment elevation became stable thereafter. The procedure was completed. The sheath is not expected to return as it was disposed. It was further reported clarification was provided, during the insertion process while exchanging the mapping catheter, air was detected in the left atrium. In addition to performing a coronary angiography (cag), a flush was administered. The patient has since recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation and spasm. During a pulsed field ablation (pfa) procedure, cavotricuspid isthmus was performed, but a spasm and st elevation were observed. Air had appeared when st segment elevation started to decrease or during the timing of the catheter replacement. Coronary angiography (cag) and other responses were performed, and st segment elevation became stable thereafter. The procedure was completed. The sheath is not expected to return as it was disposed.